Event description:
It was reported that the patient was seen in clinic following an alert for high left ventricular lead impedance. Noise was also noted. A fracture was suspected. No patient symptoms were reported. The lead was explanted and replaced. During the procedure, the lead was found to be dislodged. The patient was noted to be in good condition following the procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final analysis found that the lead was fractured at 80.5cm from the connector pin. The damage found likely resulted in the reported high impedance and noise anomalies.